Manufacturer narrative:
The suspect device has not been returned. A device evaluation is not available. A search of the complaint database revealed that no additional complaints have been reported for the lot. The 2008 15-month pulmonary cytology brushes product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
It was reported to boston scientific corporation in 2008, that, while setting up carts, a staff member noticed that the cellebrity endoscopic cytology brush devices did not match the labeling. According to the complainant, "the label indicates 1.9mm, and the actual devices were 3.0mm." No patient was involved in this event.